Event description:
It was reported that the tissue pad came off and fell into the abdomen. The tissue pad was retrieved through the trocar. They used another like device to complete the case. There were no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.